Manufacturer narrative:
Follow-up # 1 ¿ (04/01/2014), the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his one touch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative¿s (cca) documentation. The patient reported that the alleged inaccuracy started on (B)(6) 2014, at 8:54 p. M., when he obtained a blood glucose result of ¿217 mg/dl¿ with the subject meter and ¿194 mg/dl¿ with another device (one touch vita), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results meets the expected value of less than or equal to 30%. The patient manages his diabetes with insulin (humalog, self-adjuster) and stated he continued with his usual dose of insulin (humalog 2 units) in response to the alleged inaccurate result(s). At 11:45 p. M. That same day, the patient stated he began to feel ¿shaky¿. The patient immediately tested his blood glucose and obtained a result of ¿52 mg/dl¿ with the subject meter and ¿38 mg/dl¿ with another device (one touch vita), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. Immediately after, the patient self-treated with food and/or drink. The patient confirmed he began to feel better, 10 minutes afterwards. The patient also mentioned, at an unspecified date/time he obtained blood glucose results of ¿185, 101 mg/dl¿ with the subject meter and ¿139, 52 mg/dl¿ with another device (one touch vita), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.